Manufacturer narrative:
Additional information: left arm dialysis is the associated lesion/vessel. The degree of calcification was serious with 80% lesion s tenosis. Artery diameter was 6mm and lesion length was 40mm. No injury to the patient as a result of the difficulty and the device was safely removed from the patient. Image analysis in the image provided a fortrex balloon is shown, a leak is seen with liquid seeping from the device. This is consistent with a burst balloon as described in the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure the arteriosclerosis was severe, and a pin hole burst occurred when the fortrex 06x040x80 balloon was inflated to 12 bars. Resistance was encountered when advancing the device. The procedure was completed by replacing the device with a new one and continuing the operation. No patient complications have been reported as a result of this event.